Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusorr leaked. The pump was filled with fluorouracil hs 4200mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted white crystallized drug at the blue winged luer cap. The cap was noted to be slightly untightened. A leak test was performed after tightening the cap. No signs of leak were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.